Event description:
It was reported the clinicians are finding when kits are opened the 5ml ampules (B)(4) 1% solution and/or the 10ml ampule 0.9% saline solution are broken open empty in kits. It was noted there is no liquid present in the kits so this breakage occurs early enough for it all to dry prior to receipt. The clinicians allege this had occurred several times but do not have an exact number. Other kits were used successfully for the procedures. They do not know if this caused a delay in treatment. There has been no pt harm, no death, and no pt complications reported.

Manufacturer narrative:
(B)(4). The device was discarded.